Event description:
The customer reported the system displayed an 'x-ray on in error' error message. This issue will result in an uncommanded system shutdown. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. The system operates as intended.